Event description:
It was reported that the ilet user called for a supply change walkthrough and disclosed a high blood glucose of 320 mg/dl due to disconnecting before dinner, with subsequent readings trending down to 278 mg/dl and then 204 mg/dl following reconnection and monitoring. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, with a brief delay to therapy due to the disconnection. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found; a usage problem was identified consistent with improper or incorrect procedure related to disconnection, with the relevant component being the cannula/infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.